Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that there are many circuit boards that have been damaged from liquid. A field service engineer replaced the drawer 6 of medstation es main to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the three drawers located on the main side of the machine are unable to close properly. There may be potential water damage, and the machine is emitting an unusual noise. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.